Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the insulin pump had blank display and also received post-reset ram crc alarm. The customer blood glucose level was 131 mg/dl. It was also reported that contacts on the battery cap was neither missing nor damaged. It was also reported that the customer were able to clear the alarm and able to rewind the insulin pump. The customer stated that the alarm occurred more than once after a battery change. The insulin pump will not be returned for analysis.